Event description:
It was reported that the pump was beeping. The patient had been without medication for one hour so had to go to the emergency room. Patient not known to have been admitted. Advised to switch to the back up pump. The beeping continued with the back up pump and message read as no disposable, clamp tubing. Advised to poke down on the blue tab corner of the cassette. It was then confirmed the beeping stopped. Flow rate was set. Volume delivered is unknown. Position of the pump when alarm occurred is unknown. This was a continuous infusion which is life sustaining. No known issues with pumps. There was no patient injury. The issue has been resolved. Patient identifiers were provided in additional information.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device details, report sent to FDA, and 510k are unknown, no information provided to date.

Manufacturer narrative:
H10: no lot number was provided; therefore, device history record review could not be completed. Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.